Manufacturer narrative:
Product analysis: analysis was able to confirm the system fan was noisy but unable to confirm the reported printer issue. Analysis also noted that the stylus was not aligned with the cursor on the display screen and the rubber hinge of the cord bay was broken. The stylus was calibrated with the touchscreen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.